Manufacturer narrative:
This adverse event was not reported to abiomed, inc. At the time it occurred. The impella 2.5 pump was not returned for evaluation, as it was discarded subsequent to patient use; consequently, no device analysis could be performed and the root cause of the tissue tear in the non-coronary cusp of the av was unable to be determined. As stated in describe event or problem" numerous and continued attempts are being made to obtain additional device, event and patient information regarding this issue. At this time abiomed has been unable to obtain a definitive date of the event, the serial number and lot number of the device; consequently, the device manufacture and expiration dates were unable to be determined. In addition, the implant and explant dates are unknown. The manufacturer will continue to monitor and investigate all reasonable and obtainable sources of information and will provide results and conclusions in a supplement medwatch report, if and when any additional information is received. No corrective action is recommended at this time because the failure is determined to be low risk. The failure will continue to be monitored and tracked. (B)(4).

Event description:
On june 26, 2017 during the 2017 annual conference of (B)(6) a poster was exhibited that reported an adverse event that had occurred with an impella lp2.5 pump on (B)(6) 2016. This patient support and adverse event with this impella lp2.5 has not been reported to abiomed. Continuing attempts to obtain additional device, event and patient information regarding this issue has been unsuccessful. The following is the report that was displayed on the poster and seen at the asio conference: a (B)(6) female patient presented with post-partum cardiomyopathy presented with critical cardiogenic shock after sustaining 2 episodes of cardiac arrest. Transesophageal echocardiogram (tee) demonstrated dilated lv with ef of 15-20%. Femoral va-ecls was initiated and the impella 2.5 was inserted via the right axillary artery in the ICU. The impella required repositioning 3 times under bedside tte. The impella was turned down to p prior to manipulation. Post- operative day 9 durable axial flow lvad was implanted. Impella was turned off, and explanted. Immediately following lvad implantation tee revealed new moderate to severe aortic insufficiency (ai). Heart was arrested, and upon direct and upon direct inspection, the non-coronary cusp had sustained a tear from node of arantius to the nadir of the leaflet. Left and right leaflets appeared normal. Bio-prosthetic avr was performed. The patient recovered and was discharged with lvad 52 days after presentation.